Manufacturer narrative:
H6- clinical code 4581: significant reduction od irido-corneal angles. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of irido-corneal angles. In a separate visit the lens was explanted and the same day different surgery a shorter length lens was implanted. The problem was resolved. Cause reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.